Event description:
Covidien customer support engineer (cse) reported that during software uploaded, the 840 ventilator had a blank screen upon power up.

Manufacturer narrative:
Covidien identified the problem, the customer declined to service the device by covidien. The customer reported that they will diagnose and repair the device.